Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the worn right head brake caster and the left foot brake/steer caster to repair the bed.